Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was to be used for hemostasis of an esophageal variceal bleed on (B)(6) 2012. According to the complainant, during the procedure, as the physician turned the handle, no bands deployed from this speedband device. The scope was withdrawn from the patient, the device was exchanged, and then the procedure was completed using another speedband superview super 7 multiple band ligator device. Reportedly, prior to use, the speedband device looked fine. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.